Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2020. The customer' low blood glucose was 5 mg/dl and high blood glucose was 411 mg/dl. The customer was treated with insulin shot. The customer decline troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.